Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract the flowtriever catheter or triever24 against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2025 a 73-year-old female patient underwent pulmonary embolism (pe) thrombectomy using inari devices. After the third aspiration using the triever24 catheter (t24), the physician noticed the device was occluded and no clot was removed. No kinks in the catheter were observed. The physician attempted to reinsert the dilator but was met with significant resistance. The catheter liner had separated and came out of the device when the catheter was flushed. A new device was opened, and the case was completed without further issues.